Event description:
It was reported that the user received a ¿pairing failed¿ message on the ilet when attempting to pair a newly applied freestyle libre 3 plus sensor, and upon rescanning, the device indicated the sensor had remaining warm-up time, after which the user planned to allow completion and reconnect. No adverse clinical symptoms reported. Outcomes included no impact to health and no medical intervention. User support included user-guided troubleshooting and education to rescan and wait for sensor warm-up to complete. Investigation of this case revealed that the initial pairing failure was associated with sensor warm-up status, and function was expected to resolve once warm-up completed. It was concluded, based on similar reports, that the cause was user interaction during sensor warm-up.